Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be/has been requested. No additional information is available at this time. Device labeling: precautions: in order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Healthcare professional reported "implant exited at tenon's insertion." Additional correspondence from physician states they "had this problem when the xen exited the eye, it could not advance in the subconjunctival space, and was too short subconjunctivally." The physician ¿eventually had to open up the conjunctiva and clear the tenon's¿ before the xen implant could be inserted. Side unknown.